Event description:
Anchor broke during insertion. The surgeon was successful in removing all the pieces and used an alternative anchor to successfully complete the surgery.

Manufacturer narrative:
Eval of the screw shows the distal threads have broken and cracked. The trilobe portion of the screw shows no signs of damage. (B) (4).